Event description:
See intial report.

Manufacturer narrative:
Through follow-up communication, livanova learned that the displayed message was an error related to start tests that is indicating that key hangs because it is defective, or the foil exerts too much pressure. When arrived at customer facility for repair, livanova technician was informed by biomed that unit was still being used since it worked properly. No technical intervention was required accordingly. The most likely root cause of the event was an intermittent/temporary failure in the electronic circuit components of display board and/or metal frame. Since the error has unlikely possibility to cause patient injury, the event is being reassessed as not reportable. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (unknown) during cleaning operation. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova learned that the error message was displayed on patient circuit 2, it was intermittent and the unit is still able to work. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.